Event description:
The reporter contacted animas on (B)(6) 2012, alleging that when the site/set was being changed, approximately 20 units of insulin was noted inside the cartridge compartment. The reporter stated that he could smell the insulin. The reporter stated that the cartridge was removed from the compartment without difficulty and there was no damage to the cartridge and the black o-rings were intact. The reporter stated that the patient wore the pump to a water park that day and the tubing of the infusion set may have gotten "pulled." There was no reported adverse event associated with this complaint. This complaint is being reported because of the allegation of insulin leaking from the cartridge into the cartridge compartment without an identifiable cause.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the cartridge has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The insulin cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.